Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted.

Event description:
Medtronic received information that during a deep brain stimulation (dbs) procedure the merge images were out of position. An anomaly of the navigation system was observed while the site was trying to merge three exams and the system was rebooted multiple times. The types of exams were computed tomography (CT) and magnetic resonance imaging (mr). Procedure was completed with a reported delay of over two hours. No known impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Additional information: additional information received reported it was confirmed the site had 3 computers. The issue was only seen on the one computer. The system merged without issue on the other two computers. It was not confirmed if the manual merge was used. Following replacement of the computer, there was no issue with the auto-merge. A manufacturer representative went to the site to test the equipment. The computer was replaced. The navigation system then passed the system checkout and was found to be fully functional.